Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she turned the device off about two years ago because it was not working. The patient took the batteries out of the hand held device too. She was going to go in to have it checked but she had multiple surgeries since then (one of them a hip replacement surgery) and time got away from her. The patient was interested in having it checked and was set for an appointment on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, cause, troubleshooting performed, symptoms, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.